Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle in order to power on. There was patient use associated with the reported event. After multiple attempts, physio-control has been unable to contact the customer to obtain additional details about the patient or the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control examined the removed system/memory pcb assembly and determined that the cause of the reported issue was the memory pcb portion of the assembly; however, further component level cause could not be determined.